Event description:
It was reported that the sv300 ventilator would not hold pressure and could not calibrate pressure transducer higher than 20 cm h2o. The fse discovered that the 02 cell was defective. Fse replaced 02 cell. Calibrate and functionally checked unit. Unit passed all tests. This was a warranty repair and the parts were discarded. This was discovered during calibration and there was no patient involvement or injuries.